Event description:
Pt had removal and replacement of right ventricular pacemaker lead because the lead began to malfunction. Further investigation showed that it appeared to be malpositioned outside of the myocardium.